Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer broke the clip off the insulin pump about 30 minutes ago. Customer's blood glucose was in the 500's mg/dl. Caller stated that they just changed the site and thought the blood glucose was coming down to 400 gm/dl. Caller thinks that she may have dosed the customer enough for dinner but maybe she didn't. Customer's blood glucose went back up to 500 mg/dl. Caller stated that she is going to wait to see if the correction worked before troubleshooting and if not, she will call back.